Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, due to patient anatomy, the valve dislodged into the ventricle. Subsequently a second valve was implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that a pre-implant balloon aortic valvuloplasty (bav) was not performed. Prior to the valve dislodgement, the valve depth was 3 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). The cause of the dislodgement was the extra systolic pressure of the patient. The second transcatheter valve was implanted valve in valve. The implant procedure utilized an extra-small safari guidewire. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes conclusion: intraprocedural fluoroscopic images were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. The first valve was deployed to just prior the point of no recapture and depth assessment was performed. The depth at the non-coronary cusp (ncc) was approximately 6-7 millimeter (mm) in the cusp overlap view and 8-9 mm at the left coronary cusp (lcc) in the left anterior oblique (lao) view. Of note, per medtronic best practices, the target depth of implantation is 3 mm. Recapture is recommended if depth less than 1 mm or greater than 5 mm. In this case, a recapture was warranted. However, the decision was made to release the valve resulting in ventricular dislodgement with significant aortic insufficiency. The dislodged valve was left in place and a new valve was implanted at a higher position. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, the root cause of the dislodgement was implanted depth. This is a user error dislodge event is typically not related to a device malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.